Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose level was unknown at the time of incident. It was reported that the buttons were not working and reporter was unsure of any leading event. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing's including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The pump passed the leak test. The insulin pump had minor scratched lcd window, cracked select button keypad overlay and faded serial number label.